Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer closed the occlusion alarms and resumed insulin deliveries to address the occlusions.